Event description:
Boston scientific crm received info that this dextrus 4136 right ventricular lead displayed high threshold measurements and the physician attempted to reposition it. However, during this revision procedure, the lead impedance measurements increased to 1900 ohms and the helix would not fully extern. This lead was explanted and another dextrus 4136, was implanted.